Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out of range impedances of greater than 2,000 ohms. A procedure was performed to replace this lead and the patient's device. The lead was tested with the new device and noise was able to be reproduced with device manipulation, along with intermittent high impedances. The lead was therefore explanted and replaced. The lead was discarded after the procedure and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.